Event description:
The customer called, reporting they were receiving an error 4 message when inserting strips into their freestyle meter. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa 16 may, 2006 letter.